Event description:
After bathing the resident, the nurse lifted her out of the bath tub with the alenti, but the seat part was still over the tub rim when she lowered the alenti. The alenti tipped over when the resident slipped toward the front of bath tub. The alenti did not stop when the seat touched the tub rim. Resident fractured her thigh bone.